Event description:
On (B)(6) 2012, it was reported that the pt's infusion device vibrated during the night and when the pt looked that the device the display was blank. The pump had shut down on its own w/o providing an alert signal. The pt changed the batter and battery cover, but the infusion device did not come back on. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.